Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer stated that the insulin pump keeps acting up its been hard to clink on some buttons and today has button error. The troubleshooting was performed. The customer indicated that she did not have a back up plan and advised strongly to contact a pharmacy or hospital to get assistance and we will replaced the insulin pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.